Event description:
It was reported that the customer was hospitalized couple of weeks ago due to high blood glucose. The mother stated that the escape button was not working and had several "no delivery" alarms. Advised mother to discontinue the pump use and follow back up per md protocol.